Manufacturer narrative:
Product analysis device was returned with the filter basket extending out of the blue recovery catheter the proximal mouth indicator was protruding. Deformation to the braided mouth of the filter basket . Slight kink observed on the green delivery catheter slight damage to the distal floppy tip medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was diagnosed with severe stenosis at the beginning of the right carotid artery. After angiography, it was found that the stenosis of the beginning of the patient's carotid artery was more than 90%. Carotid artery stent implantation was planned. The avigo guide wire was used to go up to c5 in the neck, the 5-model embolic protector was planned to be used, the spider was taken out of the package and fully hydrated. After the test, it could be pushed out of the spider sheath normally, and the spider was slowly raised along the guide wire. After the spider was in place, it was deployed slowly, and the spider shape under x-ray observation was abnormal after deployment, so the spider sheath was used to withdraw the spider. After it was withdrawn from the body, it was foundthat the developing braided metal wire at the mouth of the spider fell off. No components detached inside the patient. To ensure the safety and smooth progress of the operation, a new spider was used and the above operations were repeated, the operation went smoot hly. No injury reported.

Manufacturer narrative:
Image analysis the imaging shows partial separation of half the gold tungsten marker wire and one of the radio-opaque markers in vivo. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.